Event description:
The reporter called to report regarding lantus solostar pen insulin. The caller stated," the pen insulin got stuck on adjusting the insulin device and does not work any more". The caller mentioned this is the second device with the same issue. Ref report: mw5155027.